Event description:
It was reported that stent dislodgement outside of the patient occurred. A 2.50 x 38 synergy¿ drug eluting stent was selected for use. During preparation, when removing the stent protector it was noted that the stent detached from the balloon and remained inside the protector. The procedure was completed with another of the same device. No patient complications reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts overlapping and bunched together at the distal end. The mid-section of the stent was found to be severely stretched. The proximal 3 rows of stent struts received minimal damage to their profile. A review of the associated batch records; the maximum crimped stent profile is below the max crimped stent profile. The product stent protector was returned and the inner diameter of the protector was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).